Event description:
Rigid abdomen [abdominal rigidity] chest symptoms [chest discomfort] synvisc one given in left shoulder [product administered at inappropriate site] case narrative: initial information received on 21-mar-2022 regarding a solicited valid serious case received from a other health professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc one. This case involves a (B)(6) male patient who experienced rigid abdomen and chest symptoms while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past vaccination(s) and family history were not provided. The patient had multiple medical and orthopedic comorbidities. The patient was retired some 40 years ago with multiplicity of medical and surgical problems, returned for review of bilateral shoulder tendinopathy provoked by constant use of forearm cane symptoms for the past 30 years, secondary ataxic gait pattern-all dating back to lower spine injuries sustained when he was ejected out of his t-33 jet trainer in manitoba 1968-i.e. Use of forearm canes that converted his shoulders into weight bearing joints-i.e. Care of such should be covered by dva. Required at least 3 major lumbar spine procedures including decompression/ instrumentation/ fusion to 1969, revision instrumentation and fusion l3-4 (B)(6) 1984 and myself using ccd [compact cotrel dubousset instrumentation] with bone graft left posterior iliac crest. Protracted recovery weaned off narcotics by (B)(6) 1994, but secondary ataxic type gait using forearm canes. The patient had concurrent oa (osteoarthritis) knees-originally injured trying to move 300 pounds cart at work in the navy-6 open ors, 3 scopes for medial and lateral meniscectomies/patellectomy right knee, eventual right tkr (total knee replacement) by charles nelson (B)(6) 2006 - right knee always weak/a bit sore. Compensatory left knee oa, requiring scope and debridement (B)(6) 2012 for advanced/bare bone grade 3 cmp (chondromalacia patellae)/large and small loose bodies/extensive medial oa fragmentation/intact menisci/satisfactory stable 15-130. Postop good but with diminishing effect from "grease jobs", requiring eventual left tkr in 2015. Clinically shoulders good for him, using forearm canes well, no asymmetry, moderate subacromial tenderness crepitus each on direct palpation, with good, resisted ER/abduction 40/70 bilaterally. Concomitant medications included diclofenac diethylamine (analgesico); hyaluronic acid (durolane) and triamcinolone hexacetonide (aristospan). On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection,(formulation, batch number, route, frequency, indication: unknown) in left shoulder (product administered at inappropriate site). Information for batch number requested. On the unknown date of 2021, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced rigid abdomen (abdominal rigidity) and chest symptoms (chest discomfort) and discharged on (B)(6)2021. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events (rigid abdomen, chest symptoms). Outcome: unknown for all the events. Reporter causality: not reported. Company causality: not reportable. This suspected adverse reaction report is submitted and classified as a medication error solely and exclusively to ensure the marketing authorization holder's compliance with the requirements set out in the directive 2001/83/ec and module vi of the good pharmacovigilance practices. The classification as a medical error is in no way intended, nor should it be interpreted or construed as an allegation or claim made by the marketing authorization holder that any third party has contributed to or is to be held liable for the occurrence of this medication error.

Event description:
Rigid abdomen [abdominal rigidity] chest symptoms [chest discomfort] synvisc one given in left shoulder [product administered at inappropriate site] case narrative: initial information received on 21-mar-2022 regarding a solicited valid serious case received from a other health professional, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: canada study title: patient support program involving synvisc one. This case involves a (B)(6) male patient who experienced rigid abdomen and chest symptoms while being treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past vaccination(s) and family history were not provided. The patient had multiple medical and orthopedic comorbidities. The patient was retired some 40 years ago with multiplicity of medical and surgical problems, returned for review of bilateral shoulder tendinopathy provoked by constant use of forearm cane symptoms for the past 30 years, secondary ataxic gait pattern-all dating back to lower spine injuries sustained when he was ejected out of his t-33 jet trainer in manitoba 1968-i.e. Use of forearm canes that converted his shoulders into weight bearing joints-i.e. Care of such should be covered by dva. Required at least 3 major lumbar spine procedures including decompression/ instrumentation/ fusion to 1969, revision instrumentation and fusion l3-4 (B)(6) 1984 and myself using ccd [compact cotrel dubousset instrumentation] with bone graft left posterior iliac crest. Protracted recovery weaned off narcotics by december-1994, but secondary ataxic type gait using forearm canes. The patient had concurrent oa (osteoarthritis) knees-originally injured trying to move 300 pounds cart at work in the navy-6 open ors, 3 scopes for medial and lateral meniscectomies/patellectomy right knee, eventual right tkr (total knee replacement) by charles nelson (B)(6) 2006-right knee always weak/a bit sore. Compensatory left knee oa, requiring scope and debridement (B)(6) 2012 for advanced/bare bone grade 3 cmp (chondromalacia patellae)/large and small loose bodies/extensive medial oa fragmentation/intact menisci/satisfactory stable 15-130. Postop good but with diminishing effect from "grease jobs", requiring eventual left tkr in 2015. Clinically shoulders good for him, using forearm canes well, no asymmetry, moderate subacromial tenderness crepitus each on direct palpation, with good, resisted ER/abduction 40/70 bilaterally. Concomitant medications included diclofenac diethylamine (analgesico); hyaluronic acid (durolane) and triamcinolone hexacetonide (aristospan). On (B)(6) 2021, the patient started using hylan g-f 20, sodium hyaluronate injection,(formulation, batch number, route, frequency, indication: unknown; strength: 48mg/6ml) in right shoulder (product administered at inappropriate site). Information for batch number requested. On the unknown date of 2021, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient experienced rigid abdomen (abdominal rigidity) and chest symptoms (chest discomfort) and discharged on 05-jul-2021. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment for the events (rigid abdomen, chest symptoms). Outcome: unknown for all the events. Reporter causality: not reported. Company causality: not reportable. A product technical complaint (ptc) was initiated on (B)(6) 2022 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4) the sample status of the ptc was not available. The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. The final investigation was completed on (B)(6) 2022 with summarized conclusion as no assessment possible additional information was received on (B)(6) 2022 from other healthcare professional. Global ptc number and details were added. Strength was added. Text amended accordingly.